Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient with a history of ventricular tachycardia (vt) kept having vt while on impella 5.5 support. On day eight of impella support while the patient was walking, two vt episodes occurred, leading to two shocks from the implantable cardioverter defibrillator. Under echocardiography guidance the impella was pulled back. The team will continue monitoring. The patient survived the event.